Manufacturer narrative:
Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked case on the reservoir tube window corner, cracked reservoir tube window, missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the customer had a crack on the right hand corner of the screen. Customer does not remember if she bumped it on something. Customer also requested to have a belt clip sent to her. Customer's blood glucose level was 178 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.